Manufacturer narrative:
Pending investigation.

Event description:
As reported, this 75 year old female patient had a right tka 6 years ago. She had great pain relief for 4 years then noticed increasing pain and swelling over the last 2 years. She received a letter regarding the recall and presented to her surgeon with pain and instability. The patient was revised at an unknown date with a polyethylene exchange and a synovectomy. No sever osteolysis. Complete revision condylar constrained: femoral osteolysis, tibial osteolysis. Complete revision requiring hinge.

Manufacturer narrative:
H3: the revision reported was likely the result of contributions from patient-related conditions, instability, and/or rotational malignment between the femoral and tibial components, which lead to the reported prosthesis wear and pain. Inclusion of the implanted polyethylene in the packaging recall may also have been a contributing factor. However, the contributions of each to the sequence of events cannot be confirmed because the components were not returned for evaluation and manufacturing information was not provided.

Manufacturer narrative:
Correction/additional information: b4, d1, d2a, d2b, d4, d10, h4, h6.

Event description:
The female patient's femur had an increased posterior dwell point- whether the sloped poly or a compromised pcl was the root cause is unclear. This likely led to the early delamination of the posterolateral aspect of the poly bearing. There was also significant osteolysis under the posterior condyles- although the femur wasn¿t grossly loose. Patient was revised to a competitor's devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: concomitant products: - logic cr femoral cem, right, sz 3 (cat# 02-010-03-0330 / serial# (B)(6)). - lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(6)). - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). - collar fixation pin 2pk 40mm, quick release (cat# 201-78-82 / serial# (B)(6)). - kms1312.m62 90x13x1.19mm (cat# 203-96-50 / serial# (B)(6)). - threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(6)). The revision reported was likely the result of contributions from patient-related conditions, instability, and/or rotational malignment between the femoral and tibial components, which lead to the reported prosthesis wear and pain. Inclusion of the implanted polyethylene in the packaging recall may also have been a contributing factor; however, the contributions of each to the sequence of events cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: e1 country, and g3 correct date received by manufacturer on initial report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a/d6b. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.